Event description:
Info has been recieved from the pt, pharmacist and physicians (directly and from medical records forwarded by MFR) regarding a 51-year-old male pt who received three synvisc injections in the right knee (3/19/, 3/26, and 4/2) in the treatment of osteoarthritis. The pt was not taking concomitant therapy. Additional medical history included arthroscopic knee surgery bilaterally (x2); osteoarthritis of the kness and small joints of the hand; no known drug allergies and extensor polllicis longus repair (date unk). Twenty-four hours after the second injection the pt experienced bleeding of the gums and nose. Following the third injection the pt had another episode of bleeding from his nose and gums and noted small ecchymotic areas on his chest and legs as well. He was evaluated by a physician (4/7/1998) and transferred via ambulance to the hosp with a platelet count of 1000/cu mm. A bone marrow aspiration and biopsy were "essentially normocellular with an appreciable increase in the number of megakaryocytes" consistent with an immune thrombocytopenia." His bone scan reportedly normal. Treatment included mulitple platelet transfusions, intravenous steroids, (methlprednisolone 100 mg daily) and tapering of oral steroids. On the day of discharge (4/9/1998) the pt's platelet count was 36,000/cu mm (his platelet counts continued to increase as an outpatient). The pt was prescribed at discharge prednisone 50 mg twice daily and pepcid (famotidine) 20 mg twice daily and advised to follow-up with an oncologist. In additional info from two of the pt's physicians (received from the MFR) the pt was examined on 5/6/1998 and his itp (idiopathic thrombocytopenia purpura) was resolved. The pt has some old areas of bruising which were resolving. The dr reported that the pt's itp reaction may have been a severe reaction to synvisc. The pt's only complaint was regarding persistent knee pain since discontinuing the steroid therapy. The MFR is conducting an ongoing investigation of this case to determine any possible relationship between the device medical product and the reported event.